Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Due to previously received market feedback the failure of this phenomenon has already been identified and it has been noted that in connection with spirit, pangea screws may suffer from above described damage when handled in a certain manner. This issue has been addressed and corrective action has been taken- CAPA (B)(4). The spirit surgical technique guide had been adapted 036.000.987 version ad and an additional insertion guide sleeve - 03.631.040- was released. This information was forwarded from the responsible pd center to the countries. Nevertheless, we would like to point out that when the pangea screws are used with spirit, it is vital to avoid pushing forward the holding sleeve while inserting/advancing the screw into the vertebrae. The same applies when orientating the holding sleeve. The present pangea screw has been found to meet the print specifications. The review of the manufacturing documents revealed that these articles were manufactured according to the specifications. No product fault could be detected.

Event description:
It was reported that the head of the pangea poly screw came apart during surgery. The pangea poly screw was used in a mis case with spirit. When the surgeon placed the locking cap, they found it very difficult to put it into position and there were always at least 5-7mm discrepancy between the screw and locking cap, shown on x-ray. Then they removed the rod and tried to look inside, they saw something shiny and then extracted a golden ring, part of the pangea screw. Eventually they removed the whole screw. This is report 1 of 1 for complaint (B)(4).